Event description:
During the procedure the plunger of this device was defective. Reportedly, "the piston rubber detached from the piston bar during deflation." The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.